Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one full osseotite® implant 3.75 x 10mm (fos310) was returned for investigation. Visual evaluation of the as returned products identified significant signs of wear and fracturing at the collar. Bone tissue and scratches presented on the external threads. Pre-existing patient condition noted on the per was 'low bone density ¿ type iii'. The reported device was being placed on tooth # 26 (fdi) when the incident occurred. The implant was placed for approximately 13 years 4 months. The reported event could not be recreated and functional testing could not be performed due to the nature of the dental device and event (fracture).x-ray and picture images were not provided. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 information identified: warnings and precautions (page 3). Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review was completed for the subject lot number 586827. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (586827) for similar event and no other complaint was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (fos310). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured and was removed. Procedure was finished by grafting the site. Additional appointment required: yes, to place a new implant.